Manufacturer narrative:
The device was not returned to hamilton medical ag. However, we were informed by the technician on site that the display cable pn161550 not properly connected to display adapter board or plug fell off. After connection the cable properly, the device worked fine. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the incident happened on january 24 in the morning, on the note it says "screen turned white + high pitched alarm when ventilating pt. Unable to access any controls." They removed the t1 and continued to bag the patient. No patient was harmed.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective control board. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the incident happened on january 24 in the morning, on the note it says "screen turned white + high pitched alarm when ventilating pt. Unable to access any controls." They removed the t1 and continued to bag the patient. No patient was harmed.